Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the main switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the power button on the evis exera iii video system center was stuck in the 'off' position. According to the initial reporter, this did not occur during a procedure, and there was no patient contact.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The power button on the front panel was stuck in the 'off' position. Additionally, the usb connector board was corroded. The front panel housing was faded and the software on the unit was outdated. If additional information becomes available following the device evaluation, a supplemental report will be filed.